Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced infection at the ipg site and was hospitalized.. Surgical intervention may take place to address the issue.

Event description:
Additional information received, identified that surgical intervention was undertaken. Where in the ipg was explanted to address the issue.